Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur. It was advised that the customer could continue using the pump and to contact technical support if the issue reappeared.